Manufacturer narrative:
(B)(4). Batch # m92807. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that before a laparoscopic unknown procedure, it was found that ¿nslg2s45a¿ was printed on the tyvek before the tyvek was removed. The actual device inside the package was nslg2c45a. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Tracking number: (B)(4) date sent: 4/11/2016 additional information: d4, 10; g4; h2, 3, 4, 6 result code: 153 d4: batch # m92807 the analysis results found that the nslg2c45a device was returned inside its original primary package. Upon inspection of the tyvek it was confirmed that the information on the label did not match with the product received; a nslg2s45a tyvek was utilized to pack a nslg2c45a device. This condition is related to our packaging process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(6). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6. Follow up number.